Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the cause of the low pump flow was a cannula kink due to insertion during cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02838 was provided in sections b1, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The patient became hemodynamically unstable and went into cardiac arrest. The procedure outcome was that patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Event description:
The user facility reported a 43-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient had a family history of heart disease and was not a surgical candidate. The patient was admitted for a high-risk percutaneous coronary intervention (hrpci) without impella support. Upon ballooning left anterior descending (lad) patient became hemodynamically unstable and grossly hypertensive. The circulator gave three times ordered dose. The patient subsequently went into cardiac arrest. The impella was placed fifteen minutes into active CPR. Fluoro images taken to verify et tube placement. Endotracheal tube (ett) was found to be in the esophagus. The patient was reintubated. The impella appeared to be kinked distal to outlet based on fluoroscopy images. It was communicated to the team that repositioning would be required to attain adequate flows. CPR continued for a total of 1.5 hours, but the patient had target organ damage (tod) and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.